Event description:
It was reported that the battery longevity of this implantable device was not as expected. A request was made to have data from this device analyzed. Data analysis review determined that the device battery is depleting within normal behavior and the apparent drop in longevity is due to the battery state of discharge switching from the hardware coulometer to a voltage-based estimate. Additional information was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.